Event description:
It was reported that the pt missed a refill appointment in 2009 and visited their health care provider (hcp) five days later. The pt called the MFR on the same day, stating they were experiencing withdrawal; they believed the device to be defective because there was no low reservoir volume alarm. The pt requested physician listing info stating they dismissed their doctor. Three days later, the pt reported withdrawal, cold, numbness, chills, severe headaches, weakness, loss of 15 pounds (in approx 7 days). The pt reported that there is an alarm sounding; a single beep about an hour apart. Per the reporter, the hcp had administered a drug test the same day and was given a letter dismissing them for breaking their contract. The pt expressed concerned regarding billing by their hcp for therapy; the pt requires a bill to submit for compensation, however, the hcp was charging for dose increases up front. The pt requested add'l assistance finding a physician. Two months later, the pt reported they could not find help to support the device. Per the reporter, there was only one option left and that is to 'put a bullet in the device' so that it can be removed. The device is reported to contain dilaudid. Add'l info is being requested, a follow-up will be sent if add'l info becomes available.